Event description:
User reported that their device fell over backwards while being used in stair assist function. User reported their family member was using stair assist function to negotiate a one (1) step high front porch stair. User was not injured, but device fell on their family member who reported a sore back. User was advised to seek medical attention for their family member but declined, stating they did not need it. User was advised to seek medical attention if condition persists or gets worse. While no serious injury was reported as a result of this event, if this event wer to recur, there is a potential to cause serious injury to the user.